Event description:
Same case as MFR #: 2134265-2010-02887 & 2134265-2010-02904. It was reported that during a cryoplasty procedure, a balloon rupture occurred. A 14 months post procedure, the physician preformed a cryoplasty procedure to treat in-stent restenosis in a 5/60 sentinol vascular stent. The greater than 75% stenotic lesion was located in the non-calcified and non-tortuous superficial femoral artery. The physician advanced the .035 - 4/60/120 polarcath balloon to the lesion and during the first inflation the balloon ruptured. The physician then advanced a .014 - 4/40/135 polarcath balloon to the lesion and during the first inflation the balloon ruptured. There were no patient complications. The procedure was completed with percutaneous transluminal angioplasty and the deployment of a 4/4/135 sterling balloon. Patient status is reported as "fine".

Event description:
Customer reportedly received results of 368 mg/dl and 162 mg/dl within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).